Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation and subsequent death remains unknown.

Event description:
Related manufacturing ref: 3005334138-2019-00117. During a pulmonary vein isolation ablation procedure, a left atrial perforation occurred and the patient expired. While collecting geometry in the left atrium, the patient became hypotensive and an intracardiac echocardiogram revealed a pericardial effusion. A pericardiocentesis and surgical intervention were performed, however the patient went into ventricular fibrillation arrest and expired. There were no performance issues with any abbott devices.